Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
Related manufacturer reference number: 1627487-2023-00696, 1627487-2023-01017,1627487-2023-01019, and 1627487-2023-01020. It was reported the patient's scalp suture had dehiscence resulting in additional surgery on (B)(6) 2023 to repair the suture. Additional information was received wherein the patient's system was explanted due to infection to address the issue.

Manufacturer narrative:
A patient's scalp suture had dehiscence resulting in additional surgery to repair the suture was reported to abbott. The entire system was explanted; however, no explanted products were returned for analysis. The patient received therapy with antibiotics and infection resolved. As a result, a device history record was performed to review and confirm the sterility of the devices. Based on the documents reviewed, the source of the infection is yet to be substantiated.